Manufacturer narrative:
(B)(4), lens would not seat properly in the eye -unlabeled. No lens in unit carton. (B)(4).

Event description:
The reporter stated that the surgeon inserted a micl12.6 implantable collamer lens and could not get it to seat properly in the eye. The surgeon was concerned that he may have damaged the lens while manipulating it in the eye so he removed it and put in the back up lens. The reporter stated the surgeon is a new user of the icl so the incident was likely due to a user's error.